Event description:
The customer reported to beckman coulter that the coulter lh 780 hematology instrument was leaking during a startup. The volume of the leak was approximately 50 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection with this event. No death or injury has been reported in relation to this incident.

Manufacturer narrative:
Beckman coulter field service engineer (fse) had discussed the issue with the customer and the customer stated that they had found that the tubing from the upper sheath restrictor (vl46a) was disconnected. The customer had reattached the tubing before the fse was on-site and had no further issues with the tubing. The fse found that the instrument was up and running without any issues. The cause of the leak was disconnected tubing at vl46a. (B)(4).